Event description:
Consumer called to reported accuracy issues with their meter. Believes the meter is not accurate, reads very erratically. Analysis run on clark error grid using mean average reading (153) as ref. Point vs. Bd readings of (37,269) yielded data points in the c zone of the grid, outside of acceptable limits.